Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp), the device was fixated but the current of injury resolved fast and there was a drop in pacing impedance. The physician elected to reposition and was having difficulty advancing the device forward to the lower septum resulting in the cardiac perforation, hypotension, and cardiac tamponade. The cardiac tamponade was resolved by emergency drainage. The implant procedure was abandoned and the patient condition was stabilized.